Event description:
Customer reported having a "normal day" unitl 8:30 pm but began shaking and sweating. Customer's family member took pt to hosp. Hosp device =50 mg/dl and customer's device = 93 mg/dl. Customer stated family member did not give pt normal insulin at 5 pm. Customer was given an IV of dextrose and remained in the hosp overnight. No controls used. Strips expired. A request was made for return product and replacement product was sent.